Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having to charge the ins twice a day. It was noted that the ins takes about 45 min to an hour to charge from 0-100% (which is expected). The patient gets excellent recharge quality and was on the fastest charge speed. The patient was not concerned with how long it takes to recharge, but rather how fast the ins depletes. The ins has depleted to off once because of how often they need to recharge. The patient had an appointment to program adaptive stimulation so that they could have lower settings in certain positions instead of having them high at all times. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.